Event description:
The customer's mother reported via phone call that the insulin pump had an unresponsive keypad. The act button has not been working correctly for the past month. It was also stated that the reservoir compartment had physical damage. The blood glucose reading was 300 mg/dl. The customer was treated the high blood glucose readings with their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.